Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the issue with the keypad button malfunction was confirmed through product analysis. The keypad buttons are intermittently responding to user inputs and required excessive force for a response. The buttons do not have normal spring back or click. There was evidence of keypad adhesive found under the key contacts. The ok button contact is inverted.

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, all the keypad buttons are not responding. There was no evidence of product misuse. The pump is being returned for investigation. The patient will go on the backup plan as needed. There was no report of patient impact associated with this complaint.